Event description:
The customer reported erroneous initial troponin I (access accutni) results, primarily within the risk stratification range, for five patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. Subsequent testing of the patients¿ samples, on an alternate access 2 system, recovered lower or negative results. The laboratory protocol states that all positive troponin I results are to be retested on the alternate instrument. The erroneous results were not released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter customer technical support (cts) advised the customer to retest all troponin patient samples back to the last acceptable quality control (qc). The patients¿ samples were collected in 13x100 mm lithium heparin tubes without gel and centrifuged at 3,500 rpm (rotations per minute) for seven minutes, at room temperature. Quality control is performed once per shift with the last known acceptable qc on (B)(4) 2013. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the transducer high voltage was at 215 volts (specification is 197 +/- 3). The fse adjusted the voltage. The fse replaced the peristaltic pump tubing and aspirate probes and performed a successful vacuum check, system check and high sensitivity system check. The fse recalibrated the instrument and ran passing qc for all three levels. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware (due to normal wear and use) is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.